Event description:
Facility: (B) (6), (B) (6). Synopsis: the hospital reported a serious reportable event [sre] on 6/22/10 regarding a surgical burn from an instrument that occurred on (B) (6) 2010. A bovie tip cauterizer and senn retractors were used during the surgery. On completion of the breast biopsy, the surgeon noted the incision edges had a full thickness burn. The edges were excised 1-2 mm for wound closure and healing. During inspection of the senn retractors, a small crack was noted in the insulation coating. The cause of the burn was due to the bovie tip touching the metal exposed in the crack of the insulation of the senn retractor. Although central sterilization staff inspects surgical instruments, no documentation is logged regarding the inspections, and there are no policies and procedures for the inspection process. The senn retractor was coated with insulation per surgeon request at an outside agency and not mfg as such. The pt was informed of the incident/burn that occurred during surgery at the one week follow up visit. The surgeon said he preferred to tell the pt at that visit. The pt letter regarding the sre was mailed after one week. The incident occurred as reported. Deficiencies were cited.

Event description:
It was reported that the patient presented for a follow-up after receiving radiation therapy. An error message was displayed that there was a patient data error. During an attempt to download the device image, a new alert displayed that the device was in hardware back-up vvi (hwvvi) mode. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed that the device was in back-up vvi mode due to multiple parity errors. Upon clearing the back-up vvi, the device's functionality was tested on the automated test equipment. No anomalies were detected and the device met all specifications. It is believed that the device accumulated at least one parity error as a result of the radiation treatment reportedly received by the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.